Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was consistently alarming with an error message indicating that the cassette was not properly attached. Troubleshooting was performed but the alarm persisted. Per reporter, they are attempting to switch to a backup device but will continue using the current pump until the replacement device is ready. The infusion is life-sustaining, and the issue has since been resolved. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Updated, a1, a2, a4, a5, a6, b2, b6 and b7 and d1. Possible sns (B)(6). Ln 21-2120-0105-01. Pump kit, cadd-solia vip, model 2120. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.